Event description:
It is reported that the patient stated that on (B)(6) 2026, the daybreak device broke while it was being worn. A picture provided shows the tray broke. The patient did not suffer any harm, injury or adverse outcome and no medical intervention was required. The patient stopped using the device on (B)(6) 2026.

Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Patient race/ethnicity was not provided by the initial reporter. Manufacturer reference (B)(4).